Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to deliver charged, 200 joules, energy to a pt during a procedure. CPR was being performed on the pt and the health professionals that were involved in the event reported that a defibrillation shock was necessary. The pt outcome is unk, and there were no further details on the event and/or the pt provided.